Event description:
It was reported that the lead was replaced in 2004. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# l80977, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. (B)(4).